Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was hospitalized for elevated blood glucose (bg) over 500mg/dl with unspecified ketones. The reporter did not specify what treatment the patient received. The patient was reportedly on the pump at the time of the alleged bg excursion but discontinued insulin pump therapy. The reporter noted that the patient had health conditions including visual impairment, confusion, and memory loss. No further information was provided. Customer technical support made attempts to follow up with the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia of unknown cause and the pump could not be ruled out as a contributing factor.